Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer experienced different blood glucose level of 300 mg/dl and 64 mg/dl. The customer was treated with pump and syringes. The customer did report symptoms as a result of high blood glucose level such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.